Manufacturer narrative:
On 02/11/2010, a pelton & crane engineer went to the facility to investigate the alleged complaint. The engineers visual examination observed that the door hinge was somewhat bent but was told the dental office had bent it back trying to shut the door. The operator warning labeling was on the unit which warns the operator to check the pressure gage as well as ensure the "open door" light is illuminated before attempting to open the door. There was no damage to the rear of the unit or the wall behind the unit which should have been present if the door came open with the amount of force to bend the front door hinge. The medical facility maintains a sterilizer log which the operator lists the venting pressure, however, there was none noted for this cycle. The door mechanism has a mechanical fail safe with a door solenoid pressure switch. The door lever can not be lifted to open the door unless the operator pushes in on this solenoid pressure switch. The solenoid pressure switch will not allow the operator to push it in until there is zero pressure inside the chamber. Only when there is zero pressure can this push button switch be pushed in allowing the door lever to be lifted. The sterilizer was returned on 03/04/2010 to pelton & crane, and a thorough investigation will be performed on the sterilizer. We will follow-up with the results of the investigation.

Event description:
A dental student was operating a magna-clave steam sterilizer to sterilize various medical instruments. When the magna-clave sterilizer completed the sterilization cycle the dental student switched the magna-clave sterilizer from sterilize to vent in order to vent the pressure out of the chamber. After an unk amount of time allegedly the dental student reached over and pulled up on the door lever to open the door without realizing the sterilizer still had pressure inside the chamber. Allegedly, the sterilizer door swung open causing the patient to receive minor burns to their left abdominal area from the steam that vented out.